Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Low bg cause was unknown. Customer had assistance from spouse who provided carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management.